Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+1.5/095 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, significant reduction of irido-corneal angles and elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
(B)(4). Conclusion: patient acd below 3.0 mm. (B)(4).